Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 clip was visually inspected, and it was noticed that the clip assembly fully deployed was returned, with both arms bent; microscopic examination identified the bent in both arms. No other problems with the device were noted. The reported event of 'clip premature deployment' was not confirmed since the returned clip was fully deployed. However, product analysis revealed that both clip arms were bent. It is likely that this deformation resulted from procedural handling. Based on the evidence provided, it is probable that the user attempted to grasp a volume of tissue larger than the clip was designed to accommodate. This action may have caused deformation in the distal section of the clip arms, impairing the clip's ability to close properly and remain attached to the tissue. The reported event of injury, nos (not otherwise specified), was defined in the risk documentation. Based on all the information available, this investigation is assigned a conclusion of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.